Event description:
Customer called to complain about the standard strip test being out of range. It read 130 with a range of 76-102. The device was replaced and the defective one was returned for investigation.